Manufacturer narrative:
A ge service presentative performed an onsite investigation. The camera and video controller board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported no live image on the live monitor. This resulted in a loss of imaging functionally. There is no report of injury or death associated with the event described in this complaint.